Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in remote fe, the 32101 error was found indicating high-side switch fault on the usm acm pca, confirming the fault occurred in the field. Upon visual inspection, no issues we found that would be related to the reported event. The usm was install onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the acm pca was inspected, and no faults could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fe was getting axes controller platform (acp)4 errors and checked connections and fe found one that seemed loose. The fe was able to rerun the tests, and they passed. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the universal surgical manipulator (usm) 2 had errors come back after the site did a power cycle. The site swapped out the patient side cart (psc) with one from a different system. The procedure was completed with no reported injury.